Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported from USA that a (B)(6) pacific islander guamania female patient underwent breast augmentation primary in 2006-2007 with unknown implants. The exact date of implantation is unknown. Now she presents with tenderness of the right breast and headache. It is unknown if the patient required explantation. No further information was provided regarding this case. Should more information become available, this case will be re-assessed and notes will be updated.